Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the black box history showed the pump had rebooted. The returned battery cap and battery compartment had no physical damage; the returned battery cap fastened securely and held power to the pump. The returned battery cap width and height measurements are all within specifications. During testing, a 1.0 unit per hour basal program was executed in the pump for a 24 hour duration period using the returned battery cap; no power interruptions or warnings were duplicated during this time. The pump was still delivering at the conclusion of testing. The pump cover was removed and no evidence of loose components or moisture contamination were observed inside the pump. The power complaint was confirmed in the pump history but could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.